Event description:
It was reported that balloon leak occurred. The target lesion was located in the cephalic vein upper arm. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use in a balloplasty of the percutaneous hemodialysis venous loop. During the procedure, the device reached the lesion, but contrast was leaking when it was dilated by the pump. The dilation effect was not achieved as the balloon could not reach the normal pressure. The device was pulled out from the patient and the procedure was completed with another of the same device. No complications reported and patient was stable post procedure.

Event description:
It was reported that balloon leak occurred. The target lesion was located in the cephalic vein upper arm. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use in a balloplasty of the percutaneous hemodialysis venous loop. During the procedure, the device reached the lesion, but contrast was leaking when it was dilated by the pump. The dilation effect was not achieved as the balloon could not reach the normal pressure. The device was pulled out from the patient and the procedure was completed with another of the same device. No complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied, the balloon was inflated to its rate of burst pressure for 30 seconds using glycerol/water and digital timer, when liquid was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified a shaft kink 174mm distal from the distal end of the strain relief. No other issues were identified during the product analysis.